Event description:
Event reported by user to FDA: during a routine procedure (using general anesthetic) with the pt breathing spontaneously through an lma, the anesthesia machine alarmed: low presh gas flow, negative pressure while in the pressure support mode. Return to spontaneous mode caused the alarm to stop. After the procedure it was found that the soda lime canister had created a small negative pressure leak which started the alarm. Soda lime particles were noted to be escaping the sealed portion of the canister and getting into the breathing circuit and into the machine. The sealed portion of the canister was inserted sideways within the canister, allowing the soda lime particles out of the sealed portion. The machine had passed all safety/leak checks that morning.

Manufacturer narrative:
Based on info provided by the initial reporter, this incident is the direct result of the dragersorb soda lime canister. The soda lime particles came from this equipment due to improper or defective assembly. The vital signs circuit was not involved nor related in any of the equipment failure. The soda lime particulate was introduced into the circuit by the improperly assembled or defective soda lime canister.